Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly and the staple line was incomplete. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.